Event description:
It was reported that the fluoro button on the top of the c-arm case of the 9600+ system is slow to respond. It was also noted that the power cord insulation is damaged. There was no report of operator injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord issue was verified. Could not duplicate the slow fluoro response. Reterminated the power cord. The system was tested and found to be working as intended and placed back into service.